Event description:
The reporter stated that during the procedure, the pt's head slipped in the loosened mayfield skull clamp. The pt sustained cuts to forehead area.

Manufacturer narrative:
The unit was returned for eval. The returned unit was evaluated and met required functional specifications, therefore, it is considered that this issue was likely due to user error. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.